Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had a bipolar impedance that was higher than the unipolar lead impedance. The lead was capped and replaced with a new lead. The atrial lead had a high threshold and capturing difficulties. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.